Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with blood glucose value of 23 mg/dl reported that insulin pump gave too much insulin. The insulin pump was vibrating and customer changed battery several times. Customer was hospitalized for hypoglycemia. Customer reported that insulin pump no longer turns on and screen is blank. Troubleshooting was not performed. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
The test p-cap locks properly in place in the reservoir compartment noted. Pump received with missing display window cover, cracked select button keypad overlay, cracked case corner of the belt clip rails near the battery compartment and serial number label missing during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. The formatted history file lists data from 10/11/2021 to 09/15/2023. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms (104) on 09/10/2023 07:47:00.000 pump error 4 alarm on 09/15/2023 at 07:41:43.000 pump error 63 alarm (filenumber: 2101, linenumber: 230) (variable=09) on 09/15/2023 at 07:41:43.000 pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.0867 inches. Pump received with normal operating currents. No pump error 4 alarm, pump error 63 alarm, blank display or constant vibrating during testing. Pump was cut open to perform visual inspection and found no moisture damage on the electronics and inside the battery tube. The force sensor offset measured within spec range during testing (23.3 mv). In summary, pump passed all required testing. Unable to verify customer complaint for low bg. Customer alleged for the pump over delivery, blank display, pump kept vibrating, changed the battery several times was not confirmed. The force sensor is within specification. Pump error 63 alarm and pump error 4 alarm confirmed in the pump history due to moisture damage on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.